Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms and the pump's motor was making a loud noise. The customer used different types of infusion set. The customer's blood glucose (bg) level was 250-350 mg/dl with a moderate level of ketones and insulin injections were used to address the bg level. Tandem technical support had the customer perform a system check with the current supplies that were on the pump and the occlusion appeared to be related to the site; however, the customer felt that the occlusions were due to the noisy motor.